Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the right ventricular (rv) lead was oversensing noise which resulted in high ventricular rate (hvr) and noise reversion. No intervention was performed. The clinic continued to monitor the patient. The patient had no adverse consequences.